Event description:
Baxter (B)(4) received a report that an infusor was noted to be expired before use. This condition has the potential to cause harm. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received a photo of the sample for evaluation. The reported condition of an expired product was confirmed via photographic evaluation. All the products for this lot had been distributed from the baxter warehouse before april 2010. No additional observation was noted from the photo. No repair was done, as this is a single-use device which will be discarded. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The product was not sent in for evaluation.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.